Manufacturer narrative:
Upon receipt, the lead under complaint was found torn approx. 17 cm distal to the is-1 connector pin. All fragments were returned for analysis. The returned lead fragments were visually and electrically analysed. The visual inspection showed multiple signs of wear and abrasion along the lead body. The insulation was particularly abraded through between 7 cm and 9 cm proximal to the lead tip. In this region, the coating of the conductor cable to the shock coil was damaged and the cable was found exposed. These findings can be considered the root cause of the clinical observation. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Due to the extent of the extraction damages and the tissue residuals it is assumed, that the lead was significantly ingrown which may have affected the leads motion. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that approx. 97 months after implantation, shock impedance was too high.